Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri-implantitis with bone loss and a loss of integration at the site.

Manufacturer narrative:
Supplemental report provided as during investigation of the implant returned, an unknown fractured screw was found inside of the implant. Customer also provided an update to the original complaint description provided under MFR # 0002023141 - 2022 - 02254. Sections updated: b4: date of this report. B5: update to description of event. D9: device availability and product return date . D10: concomitant device unknown zimmer screw added. G3: date additional information was received. G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Event description:
During the investigation of the implant returned, a screw fragment was found stuck inside of the actual implant. The customer clarified that they were aware of the screw fracture. Additional item was added as a concomitant device.